Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6; device problem code. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly self-tests and stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The main board was replaced as a precaution. The device was recertified and retunred to the customer. Reports of this nature are not considered to meet our requirements for the submission of a medwatch report due to no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "real time clock fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.